Manufacturer narrative:
(B)(4). No device return. The analysis results confirmed that 16 staples from the (B)(4) device were received in a small bag and without an instrument present. Two staples were received partially formed; two staples were received malformed, and twelve staples were received unformed. No functional test could be performed. While no conclusion could be reached as to how the reported event occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: what did they notice abnormal about the staples/formation? They popped open when the patient went to sit down. Some crimped. Who fired the stapler? Pa. How were staples removed? Most of them come out when prepping the knee! Was an extractor used? No. How many staples were applied? Not sure. Did all fall out? No, all but a few at the proximal and distal end of the incision. Where were they applied/incision location? Knee incision site anterior approach. Traditional approach? Yes. How long post op was this found? Day 1 post op. What do they mean by the staples failed and what do they mean by the wound was open? The staples did not hold, they popped open when patient when to sit down. Wound was open all the way to the fascia. Were any jamming or formation issues noted during application/firing? No.

Event description:
It was reported that post-op to a total knee replacement procedure, the staples failed to hold and the wound opened. The patient was brought back to surgery to close the wound. It is unknown which method was used to close the wound.